Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through stryker facebook page: "I had one in (B)(6) 2018 and same one in (B)(6) 2019. Constant pain, still can't bend it or straightened. Try a lot." This report is for revision.